Event description:
The rptr stated she had gotten the er1 message twice. Once on the report date, and the other about three months ago. She said that she had retested and the reading was within normal range.